Event description:
Event description cpi received information that during an implantable cardioverter defibrillator (ICD) replacement for normal battery depletion, the physician noted the large patch lead (0041) had a fracture. The entire lead system was removed from service and replaced with an endotak transvenous defibrillation lead (0074).